Event description:
It was reported that the pump shut off unexpectedly while the pump was charging. Customer¿s blood glucose level was 120 mg/dl. The pump display turned on when the customer unplugged and re-plugged the pump back in to a power source. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.